Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a right atrial (ra) lead from another manufacturer exhibited high pacing threshold measurements and high out of range pace impedance measurements. Boston scientific technical services discussed testing to evaluate the lead. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this system was reprogrammed to pace unipolar. The system exhibited normal impedance measurements in this configuration. No adverse patient effects were reported.